Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the fill ports of two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between 10nov2020 and 11nov2020. H10: two (2) devices were received for evaluation. Upon visual inspection along with magnification, loose particle matter was observed on thread area. The reported condition was verified in sample one (1). The cause of the condition could not be determined. This issue is being further investigated. The second device no particulate was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.